Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as reported to customer relations: "120mm stent deployed at 92.6mm. Didn't inhibit the procedure at all, seemed to deploy perfectly, customer was happy with how it landed/flowered, just surprised at the length. Remeasured after placement to verify length. Customer didn't event really want to call it in as a complaint." Device evaluation: the zisv6-35-125-6-120-ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the complaint device was deployed over an unknown amplatz or lunderquist wire guide. The patient¿s anatomy was slightly tortuous. The complaint device advanced to the target lesion and deployed without resistance. There was no intervention conducted to treat the stent shortening. The customer provided images of the implanted stent. The investigation will be updated once the images have been reviewed. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the tortuous anatomy, or other unknown procedural factors, which could have affected the deployment of the stent. These factors could have applied forces to the stent during deployment, and caused or contributed to the stent shortening. However, as the device is not available, the images have not yet been reviewed, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. It may be noted that the failure mode of "stent shortening" has been provisionally assigned. The final failure mode will be confirmed following the image review. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the images are evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿stent shortening/compression during deployment". As reported to customer relations: "120mm stent deployed at 92.6mm. Didn't inhibit the procedure at all, seemed to deploy perfectly, customer was happy with how it landed/flowered, just surprised at the length. Remeasured after placement to verify length. Customer didn't event really want to call it in as a complaint."

Event description:
Report is being submitted based on the device malfunction precedence: ¿stent shortening/compression during deployment". As reported to customer relations: "120mm stent deployed at 92.6mm. Didn't inhibit the procedure at all, seemed to deploy perfectly, customer was happy with how it landed/flowered, just surprised at the length. Remeasured after placement to verify length. Customer didn't event really want to call it in as a complaint."

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the zisv6-35-125-6-120-ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the complaint device was deployed over an unknown amplatz or lunderquist wire guide. The patient¿s anatomy was slightly tortuous. The complaint device advanced to the target lesion and deployed without resistance. There was no intervention conducted to treat the stent shortening. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Is the complaint confirmed? Yes. Implantation of the 120mm long, zisv6-35-125-6-120-ptx, to a length of 93mm, 25%, is confirmed . Observation of device effects, relative to the patient's anatomy: the stent was implanted in the proximal right superficial femoral artery (sfa) from a steep ipsilateral common femoral artery (cfa) antegrade approach. This likely placed the stability sheath outside the access sheath. Upon deployment, if the handle was not rigidly fixed or even placed under some retraction pressure, the retraction sheath would pull the handle, inner catheter, and stent deeper into the artery. This would be noticeable on fluoroscopic observation and prompt the operator to limit the advancement by applying retractile pressure on the entire device. However, particularly if unanticipated, implantation in longitudinal compression is possible. Observation of device effects, relative to the disease state: none. Observation of significant findings relative to the use of the device: none. Observation of additional device findings relative to the clinical perspective: none. Findings: 1. A single, post-implantation angiographic image was provided along with the complaint report. 2. A proximal, right sfa stent was implanted from a steep antegrade right common femoral artery sheath. The measured length on the image of 92.6mm was consistent with the stent's 6mm diameter. 3. The proximal end of the stent terminated 59mm inferior to the access site. 4. The stent overlapped a distal supera stent by 1cm. 5. A more proximal stent, 40mm long, likely 7mm in diameter extended from inside the ptx stent to the right sfa origin. The appearance was consistent, but not specific, for a 7x40mm zilver stent. Impression: implantation of the 120mm long, zisv6-35-125-6-120-ptx, to a length of 93mm, 25%, is confirmed. The stent was implanted in the proximal right sfa from a steep ipsilateral cfa antegrade approach. This likely placed the stability sheath outside the access sheath. Upon deployment, if the handle was not rigidly fixed or even placed under some retraction pressure, the retraction sheath would pull the handle, inner catheter, and stent deeper into the artery. This would be noticeable on fluoroscopic observation and prompt the operator to limit the advancement by applying retractile pressure on the entire device. However, particularly if unanticipated , implantation in longitudinal compression is possible. Complaint is confirmed as the failure was verified in the image(s). The 6mm by 120mm stent was 93mm after deployment. Possible causes for this occurrence could include the tortuous anatomy, or the device stability sheath not being placed in the access sheath prior to deployment, which could have affected the deployment of the stent. These factors could have applied forces to the stent during deployment, and caused or contributed to the stent shortening. However, as the device is not available and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. The following is stated in the instructions for use (ifu0118-3): ¿note: ensure the distal end of the stability sheath is inside the access sheath.¿ document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Summary complaint is confirmed as the failure was verified in the image(s). The 6mm by 120mm stent was 93mm after deployment. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the device malfunction precedence: ¿stent shortening/compression during deployment". As reported to customer relations: "120mm stent deployed at 92.6mm. Didn't inhibit the procedure at all, seemed to deploy perfectly, customer was happy with how it landed/flowered, just surprised at the length. Remeasured after placement to verify length. Customer didn't event really want to call it in as a complaint."

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.